Manufacturer narrative:
Corrected data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4)

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the lens haptic torn. The lens was viewed under 20x magnification; no marks were noted on the optic. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+2.0/088 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during injection/delivery into the patients right eye (od). A mark was noted on the lens optic after injection. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).